Event description:
It was reported that during a tavi procedure, the isleeve split. The isleeve was prepped and inserted with no problem. Pre-dilatation, valve delivery and placement, and two post-dilatations with another manufacturer's balloon was performed. At the end of the case it was noted that the isleeve had split apart about half way up the shaft. The procedure was completed with the device and the patient is described to be fine.

Event description:
It was reported that during a tavi procedure, the isleeve split. The isleeve was prepped and inserted with no problem. Pre-dilatation, valve delivery and placement, and two post-dilatations with another manufacturer's balloon was performed. At the end of the case it was noted that the isleeve had split apart about half way up the shaft. The procedure was completed with the device and the patient is described to be fine. Device evaluated by MFR: the isleeve was received with the dilator in the sheath. The device was bloody. The reported seam tear was confirmed. The sheath and tip were microscopically and visually inspected. Inspection revealed tip damage (split with jagged edges), two of the seams were open and torn (edges were jagged) with both seams were torn for 19.5 cm, sheath kink located 17.5 cm and 21 cm from the tip, and crazing on each of the seams from 19 cm to 21.5 cm from tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.